Event description:
It was reported to boston scientific corporation that an polaris ultra ureteral stent was used during a ureteroscopic lithotripsy procedure in the ureteral calculus performed on (B)(6) 2021. During preparation, it was reported that when the physician opened the package, it was found the polaris ultra ureteral stent became fractured. It was noted that they only knew that the polaris ultra ureteral stent was detached. The procedure was successfully completed with a polaris ultra ureteral stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. The device has been returned for analysis.

Manufacturer narrative:
Block h6: medical device code a0401 captures the reportable event of stent shaft broken. Block h10: the returned polaris ultra ureteral stent was analyzed, and a visual evaluation noted the shaft detached and a drag mark was noted. The suture string was returned cut and loaded in the suture hole, the positioner returned with the device. No other problems with the device were noted. The reported event was confirmed. Based on the most relevant information of the complaint event description, device analysis and including the product record review results, the device meets all manufacturing specifications required and passed all the controls and inspections, no abnormalities were reported during the assembly process. It was found that the device has the stent shaft was detached and a drag mark. According to the evidence, it is possible that operational factors, such as interacting of the device with the suture string or other devices involved during procedure could have caused these failures. Consequently, affect the performance of the device. Based on the information available and the analysis performed, the investigation conclusion code for the reported complaint will be documented as "adverse event related to procedure" since the adverse event occurred during the procedure and the device had no influence on the event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Correction to block e1: initial reporter, initial reporter facility name, initial reporter city, initial reporter phone, initial reporter occupation

Event description:
It was reported to boston scientific corporation that an polaris ultra ureteral stent was used during a ureteroscopic lithotripsy procedure in the ureteral calculus performed on (B)(6) 2021. During preparation, it was reported that when the physician opened the package, it was found the polaris ultra ureteral stent became fractured. It was noted that they only knew that the polaris ultra ureteral stent was detached. The procedure was successfully completed with a polaris ultra ureteral stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. The device has been returned for analysis.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.